Event description:
It was reported that the side-fiber was noticed to have commenced forward firing at 54, 228 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Fiber analysis: the fiber glass cap is detached. Fiber broken distal to glue zone. The fiber cap was not returned with the product. Indications of broken and melted bevel area, burnt glue on bevel portion is evident. The fiber/cap conditions would result in forward firing. Reference MFR.: 2937094-2012-01347.